Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that a por message was seen and the therapy stopped. The patient (pt) reported that he was seeing a call your dr code on the recharger. It was confirmed that a warning por message came up and the code could not be cleared. The meaning of por-power on reset was reviewed and therapy had stopped due to por. The pt was redirected to their health care professional (hcp) to have their device interrogated. Information was reviewed and the pt stated he was suffering from prostate cancer and that he was exhausted from chemo/radiation/his body was drained from it and if the recharger antenna didn't resolve the code he would wait a month or two if he had to until when he was able to go into hcp . No further complications were reported.